Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pockets were not opening when user attempted to access. A field service engineer removed auxiliary drawers 3-1 and 3-2 and found a broken retractor band with a physically damaged plastic joint. After replacing the failed band and reinstalling the drawers, initial tests showed proper pocket opening and sensor registration. However, subsequent tests revealed intermittent drawer position detection failures. Further inspection found that the splitter plate had fallen and was obstructing the position sensor. The plate was repositioned correctly, and the drawer was reinstalled, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer was failed, but can recover and no cubies open afterwards. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.